Event description:
It was reported that during a sling procedure, the plastic needle tip broke. A second device was used to successfully complete the case with no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The visual evaluation found that the metallic guide was introduced only up to one and one half centimeters from the tip, leaving the rest of the needle without support. Two causes are possible, either the surgeon used a back and forth motion that may have moved the hellcal device in the needle, or the hellcal guide was not introduced far enough in to the needle. No other non-conformities were detected. As the device was used, no functional test could be performed.